Event description:
Unit resetting itself, intermittently, over the weekend, unit did alarm. When about to go to school it shut off. Condition occurred on external battery and on ac power. No patient harm.